Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patients were not crossing over in emergency department. The technical support specialist confirmed the issue was resolved on the customer end. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system patients were not crossing over in emergency department. The customer added that they were not able to retrieve medication and it caused delay. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not crossing over in emergency department. The technical support specialist confirmed the issue was resolved on the customer end. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis medstation es system patients were not crossing over in emergency department. The customer added that they were not able to retrieve medication and it caused delay. However, there were no adverse events or injuries reported based on this event.